Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs trial lead, model: 3086, UDI: (B)(4), serial: (B)(6) , batch: a000151128

Event description:
It was reported that the patient was implanted with trial leads on (B)(6) 2024.patient experienced left sided weakness and limited control of extremities following the procedure. On (B)(6) 2024, the patient continues to experience left-hand weakness went to the emergency room. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's leads were explanted to address the issue. Additional information indicates that patient is getting better. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.